Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from an end user that "tubing connected to the patient, heard a loud pop during the infusion and it was leaking from the filter. Checked clamps, and none were engaged. Switched out tubing, and it worked without issue on the next tubing." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was remicade. The contract manufacturer of the affected device is becton, dickinson and company.

Manufacturer narrative:
The service provider provided the evaluation report on 06/22/2022. The actual device was tested. Upon priming the set, leaking was observed from the right side of the 0.2-micron filter. The reported issue was confirmed. The device does not meet the passing criteria. The device will be returned to the contract manufacturer for further evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00012).